Event description:
The catheter was advanced into the distal abdominal aorta and pressure measurement was obtained. The catheter was then advanced over a bentson wire into the right external iliac artery. The wire was exchanged for an amplatz wire and a 7 fr. Sheath was then placed. Selective iliac arteriogram was then performed. During placement of another catheter over the wire, it was noted that a radiopaque marker from the sizing pigtail catheter had sheared off and embolized to a peripheral profunda femoris branch. Due to the position of this foreign body within a tiny branch, no retrieval attempts were made.